Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: one photo was provided. It shows a syringe with no packaging blister. The barrel has 3 black spots. They look like embedded burnt plastic. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a device history review could not be completed as no batch number was provided. Root cause description: embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. Rationale: CAPA not required at this time.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no: 301031 batch no: unknown. It was reported: particulate.